Event description:
The customer reported the ventilator alarmed and shut down while in operation on a patient. The customer reported the ventilator may not have been plugged in properly. The customer reported there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the diagnostic log history noted a depleted backup battery occurrence during operation in normal ventilation mode. If the battery depletes during use and the ventilator shuts down, an audible power fail alarm will activate. Per the operators manual, when the ventilator is powered by the backup battery it will generate a non-resettable, non-silenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a non-resettable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The service engineer reported the backup battery failed testing. The service engineer replaced the backup battery to address the finding. Applicable final testing passed to operating specifications. Proper care, maintenance and testing should be performed when using battery power sources.